Event description:
A malfunction was reported by the customer, with the code identified as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was informed they could continue using the pump and advised to call back if the issue returned.